Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after deploying the pipeline by putting it on the m1 part, they tried to bring the entire system down. But there was no distal opening. It didn't work, so the doctor ended up using a different pipeline. The device was not positioned in a bend, more than 50% of it was deployed when it failed to open, and it was resheathed more than 2 times. A wire/catheter was used. It was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event.  The pipeline used for an indication that is on label and the pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the right internal carotid artery clinoid with a max diameter of 10mm and a 6mm neck diameter. Landing zone was 5mm distal and 4.2mm proximal. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a sofia 6f guide catheter and a phenom27 microcatheter.